Manufacturer narrative:
The clinician reported that the central nurse's station (cns) spontaneously shut down. It was later discovered that the clinician accidentally shut down the central nurse's station (cns) by pressing the wrong on-screen button. She restarted the unit by pressing the power button, resolving the problem. The unit was in use on patients, however no patient harm was reported.

Event description:
The clinician reported that the central nurse's station (cns) spontaneously shut down.